Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-jun-2024, it was reported that the patient faced blockage at the site, which cause the patient blood glucose elevated to 213 mg/dl. The patient changed supplies as necessary and resumed insulin therapy. No further information available.